Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited an additional atrial signal as seen on the presenting electrogram (egm). Upon review, technical services (ts) stated that it was unclear yet to know why there was an additional signal on atrial channel. Ts recommended to perform x-ray imaging to check the position of the leads and reprogramming options. This device remains in service. No adverse patient effects were reported.